Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked and bleeding lcd glass and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that he fell and his pump was in his back pocket. He said that the display broke. The customer¿s blood glucose was unknown. He was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.